Manufacturer narrative:
Concomitant medical products: product ID: 8870, serial#: unknown, product type: software. Product ID: 8840, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8870, serial/lot#: unknown; product ID: 8840, serial/lot#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving prialt, 25 mcg/ml concentration at 8.99 mcg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that difficulty accessing reports occurred. When the hcp interrogated the patient's pump he got new 2 different codes (112 and 243). The hcp could not find any of the previous information due to pump memory error. There was no electro-magnetic interference (emi) recently that could' ve caused the error. The hcp tried interrogating the pump again with the clinician programmer and was still the same issue of memory error. Flow rate per day was 0.3596 and a total of 15.1 cc have been distributed since last refill on (B)(6) 2019. The hcp did the refill today before he interrogated the pump and wanted to know the previous information. The hcp was able to confirm prior drug and dose from older report. The hcp would refill the patient today/update pump and bring them back in a week to review if there was any volume discrepancies since he wasn't sure what the expectant volume was. Since last refill patient had not have gotten the pain control patient would like for neck and back pain/weakness. No further complications were reported.